Manufacturer narrative:
MDR retracted.

Event description:
This report is a duplicate of onetrack (B)(4) /mfg# 2249723-2023-04953.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was not charging battteries.